Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a c5-c6 disc replacement using an artificial disc. An unknown time post-op, the patient developed an infection with gram (-) rods at the surgical site, and was readmitted to the hospital shortly after the implant surgery. Since implant, the patient has had severe pain, spasms on the left side, occipital headaches, temporal lobe area with pain, pain down the left side of the whole body, hoarseness, and difficulty swallowing. The patient is involved in numerous therapies with pain management and physical therapy. The surgeon has performed x-rays and states that the "device looks good." The patient independently has had swallowing studies performed, and states that the studies reveal an implant issue.